Event description:
After needling into the left brachial artery, the physician inserted a 4fr sheath; and then inserted a 4fr catheter and wire guide into the 4fr sheath, advancing it to the left external iliac artery. The 4fr sheath and the 4fr catheter were withdrawn and the ksaw-06.0-38-90-rb-shtl was inserted along the wire guide. At this time, the tip of the ksaw-06.0-38-90-rb-shtl was placed in an entry of the left common iliac artery. When the introducer dilator was withdrawn, blood leakage was confirmed from the y-connector (just below the connection part of the sidearm part and the sidearm port and the tube). The physician replaced the y-connector with the hemostatic valve (mfg by another company) to complete the procedure. However, the physician stopped the procedure because air got into the introducer sheath.

Manufacturer narrative:
The complaint device was returned to our facility in an opened and used condition. During our investigation, an examination of the sidearm connecting tube revealed a hole, just below the flare. This most likely occurred during the flaring process, when the tip of the iron pierced the sidewall of the tubing, thus creating a hole. We have notified the appropriate personnel and will continue to monitor this device.